Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and infection could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under MFR. Report # 2916596-2019-02350. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, h6: additional information.

Event description:
Additional information was received that after the patient's pump exchange, intraoperative course was notable for a brief episode of cardiac arrest while coming off cardiopulmonary bypass. The patient underwent approximately 2 minutes of cardiopulmonary resuscitation (CPR) and was defibrillated twice for ventricular fibrillation with subsequent return of spontaneous circulation. Overnight after the exchange, the patient had stable lvad flows but distended abdomen, decreased pi, low hemoglobin, and 1 power spike noted. The patient continued to have a large transfusion requirement. The echocardiogram showed large effusion and decompressed right ventricle. The cat scan revealed large quantity of blood in the abdomen. The patient was taken to the operating room for exploratory laparotomy and evacuation of blood and repair of omental tear. The patient received cryoprecipitate, fresh frozen plasma, and platelets. 7 liters of fluid was drained from abdomen. The patient had post-operative hemoperitoneum evacuation. On (B)(6) 2019, the patient was extubated and as he emerged from sedation noted new right arm weakness. A head CT demonstrated new subacute strokes and neurology was consulted. No intervention was necessary and there was a plan to continue on anticoagulation.

Manufacturer narrative:
Approximate age of device- 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The course was complicated by intra-abdominal bleeding and the patient returned to the operating room on (B)(6) 2019. Blood cultures on (B)(6) 2019 were positive for staphylococcus epidermidis and the patient had pseudomonas aeruginosa (psa) pneumonia. The patient had psa ventilator-associated pneumonia with sepsis and completed a course of cefepime. Heparin was restarted for the abdominal drainage with fluid collection and increased bleeding. Status post hm ii pump exchange the patient was treated with aspirin 325 mg, restarted heparin, and coumadin. The patient's lactate dehydrogenase (ldh) was elevated so the patient was put on plavix and coumadin prior to the exchange. The plan was to start plavix and coumadin in therapeutic and hemoglobin stable input/output goal even to slightly negative and would give diuretics only once that day. Hemoglobin was stable status post the or visit on (B)(6) 2019. The patient is continuing on vancomycin for the staphylococcus epidermidis.